Event description:
New information noted the physician received a merlin.net alert that the patient¿s right ventricular lead was relaying noise, that the lead was not pacing, and there was no reported underlying rhythm. The noise was reproducible with arm movement. Programming changes did not affect pacing. The physician and patient discussed the possible need for a lead replacement. The patient was asymptomatic and stable.

Manufacturer narrative:
The implant date was omitted from the initial medical device report. The date of implant (B)(6), 2009.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The asymptomatic patient¿s right ventricular lead relayed noise. Programming changes were made.